Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was fluctuating between three and a half years and less than half a year. Boston scientific technical services (ts) suggested to perform a save to disk using a floppy and software key and to check the magnet rate. It was noted that the device exceeded longevity. Additional information indicated that the device was in normal function, the magnet rate was one hundred and the device was set up with transtelephonic checks. This pacemaker remains in service. No adverse patient effects were reported.